Manufacturer narrative:
As of 06/05/2017 the initial complaint by the customer did not indicate that an MDR would be required. However, the consumer stated on 05/09/2017 that she had to go to the hospital. The completed cir was received on 05/16/2017. Consumer stated that medical attention was sought and that treatment did not correct after she stopped using the product. Based on the information received, aso opted to file an MDR. Aso has evaluated returned samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests.

Event description:
Consumer stated that she used 2 to 3 adhesive bandages due to a mosquito bite on her right forearm. When she used the 4th adhesive bandage, it peeled her skin off. Consumer stated that she did not receive medical treatment, but she is a certified nurse assistance. Consumer also stated that her skin looks like a 1st degree burn.